Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The analysis indicated that the delivery system introducer distal seal leaks. Blood was observed on the delivery system introducer distal seal. Blood was observed on the delivery system introducer proximal seal. Visual analysis of the introducer indicated damage during use. The analyst noted the introducer was returned separate from the sheath. There is a blood clot on the distal seal not allowing the distal seal to close. If information is provided in the future, a supplemental report will be issued.

Event description:
The introducer was returned to the lab for analysis was analysed and tested out of specification. No patient complications have been reported as a result of this event.